Event description:
Two (2) harmonic devices didn't work properly. The devices got hot while in use but didn't cut tissue, rep was present. The devices both also stopped working by the harmonic machine. Took device to team leader for evaluation and reported what devices failed doing. Patient was not harmed.